Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection it was found that one of the capacitor was damaged. The main board was assembled into a golden unit. The epg was powered on with known good batteries and no errors were observed, but the epg indicated critically low battery. The main printed circuit board (pcb) was checked with an ir thermal camera and a capacitor showed excessive heating. The capacitor was replaced. The device powered on with no battery indication. Upon functional test ran on tester the device passed all tests expect atrial sensitivity at 0.4 millivolt(mv). It was noted that the tester had error, the atrial sensitivity was checked again with sigmapace and the device passed the test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator (epg) was unable to stay powered on, even with the new batteries and unable to confirm the customer comment that the battery backup was not working. It was noted that the capacitor c277on the main printed circuit board (pcb) was damaged. It was observed that the epg powered off during the incoming test. There were multiple errors in the error log. All found defective parts were replaced, and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) was unable to stay powered on, even with the new batteries. It was noted that the battery backup was not working. No patient complications have been reported as a result of this event.